Event description:
It was reported that the customer experienced low blood glucose. Nurse called and stated that the customer was not hospitalized. Customer experienced shaking, sweating, mental confusion and inability to follow simple commands. Customer was disconnected during the rewind/prime process. Programming on the insulin pump is accurate. Insulin on the status screen matched the reservoir volume. It was stated that healthy or lifestyle issues, unusual events, over bolus and recent basal rate changes were ruled out. Customer does not agree the insulin pump is operating as designed. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.